Event description:
(B)(4). A patient (B)(4) was enrolled in the post-approval (B)(4) for stress urinary incontinence. The patient was injected with 1.0 ml of coaptite on (B)(6) 2009. The patient developed a mild urinary tract infection on (B)(6) 2010 (2 1/2 months post injection), which was detected via urinalysis on (B)(6) 2010, and again via cystoscopy on (B)(6) 2010. The physician feels this is definitely not related to the coaptite implant. The patient was treated with cipro 250 mg orally bid for seven days, at which time the symptoms resolved.

Manufacturer narrative:
(B)(4). This event was reported in the line listing of the interim post-approval study status for PMA p040047, submitted to the FDA on (B)(4) 2010. Since the adverse event required antibiotics, to correct the uti, this event was determined to be a reportable event. The device history records for coaptite lot 1013660 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.